Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 8316900. Investigation summary: customer returned (1) loose 3/10cc syringe with part of the shelf carton from lot # 8316900. Customer states that one syringe and needle were separated. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch #8316900. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 10bag 500cas ap separated from the hub during use. The following was reported by the initial reporter: "the patient stated that one syringe and needle were separated. The needle was in the cap."